Event description:
Complainant alleged that while attempting to defibrillate a pt the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. Complainant indicated that the device was dropped earlier that day and the battery pack fell out and cracked. The battery was replaced and the device appeared to be operating.